Event description:
Two co leads were removed from service. An invasive procedure was performed and the leads were capped because of over sensing. The physician elected to replace the leads with a sweet tip lead. No add'l info has been received.